Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all; pt, event and device's info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: pt sustained injury and damages associated with use of defective product, bard composix kugel mesh. Specifically, as a result of having the composix kugel patch implanted in pt, pt suffered disabling pain and will require surgical intervention. Per medical records provided: (B)(6) 2007 - pt underwent repair of ventral incisional hernia, during which a composix kugel mesh was implanted. Per operative report, about 6 months prior the pt had an incisional hernia repaired and since returned to work. Since the original repair the pt had developed several smaller hernias in close proximity to midline incision. During the procedure, a 4x5 inch patch was chosen to reinforce the very weak portion of abdominal wall. Postoperative diagnosis for this procedure is "swiss cheese fascia." On (B)(6) 2007 - pt discharged.